Event description:
New information received via the abbott warranty department notes that prior to procedure the patient right atrial (ra) lead exhibited high impedance measurement.

Event description:
Related manufacturer reference number: 2017865-2023-51295 it was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker was found difficult to disconnect the right atrial (ra) lead due to a stripped set screw at the pacemaker header. Upon multiple attempts, the physician broke the ra lead. The pacemaker was explanted and replaced. The ra lead was capped and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.